Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial result was 0.045 ng/ml. This result was reported outside of the laboratory where the physician requested a follow up test. A new sample was obtained and the result was 0.010 ng/ml. Based on the result from the new sample, both samples were repeated with results of 0.010 ng/ml. The results of 0.010 ng/ml are believed to be correct. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 345888 with an expiration date of 31-dec-2019.

Manufacturer narrative:
Fields results and conclusion codes have been updated. The calibration and qc data were acceptable. The alarm trace did not indicate an issue. A general reagent or analyzer issue were not identified. The sample clotting time used by the customer is too short, the centrifugation time is too long, and the centrifugation speed is too high. The investigation did not identify a product problem. The cause of the event could not be determined.